Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during branch ligation, it was noticed that the metal portion within the jaws had become separated from the jaws. Therefore, the device was no longer safe to use for branch ligation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 02/26/2020. An investigation was conducted on 03/18/2020. A visual inspection was conducted. Signs of clinical use and very slight evidence of blood were observed on the jaw. The heater wire was observed to be flexed away from the tip of the hot jaw but remained attached at the base of the hot jaw. The silicone insulation was observed to be intact. Based on the returned condition of the device, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during branch ligation, it was noticed that the metal portion within the jaws had become separated from the jaws. Therefore, the device was no longer safe to use for branch ligation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.